Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. Also, a brady lead was not successfully implanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown reason. Also, a brady lead was not successfully implanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted as the patient's ejection fraction decreased. A left heart catheterization (lhc) was performed and there was no coronary artery disease (cad) found that would cause this drop. The patient was on medication at the beginning of the device upgrade. Also, the patient has symptoms of congestive heart failure.